Event description:
It was reported that the right ventricular (rv) lead triggered a warning for out of range impedance. It was also observed on transmission that the left ventricular (lv) lead has possible high threshold. The patient is in hospice and all therapies have been programmed off. At present, the leads remain in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4136, boston scientific competitor lead, implanted: (B)(6) 2008; 693558, lead, implanted: (B)(6) 2009. (B)(4).